Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system did not start up. Philips remote service engineer (rse) checked and confirmed that onsite service was required since the prs was not valid. Onsite diagnostic service was offered to the customer. But the customer did not accept the quotation. Therefore, no further action is necessary at the time. The codes were updated based on the investigation outcome.